Manufacturer narrative:
The t:slim g4 cartridge user guide states: do not use cgm for treatment decisions, such as how much insulin you should take. Cgm does not replace a blood glucose meter. Always use the values from your blood glucose meter for treatment decisions. Blood glucose values may differ from sensor glucose readings. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 (mg/dl) and stated that they may have hit their head. Reportedly, customer was going to deliver a bolus and could not test for their bg level with their blood glucose monitor because they experienced difficulty with getting their blood on to the test strip. Customer then decided to administer a bolus based on the bg level displayed on the continuous glucose monitoring function of their pump, and subsequently, experienced the low bg level. Emergency services were contacted who provided the customer with glucose tablets to treat their low bg level. Recommendation was made to consult with health care provider to discuss diabetes management.